Event description:
The following information was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) subject coincident with dianeal pd1 therapy. On (B)(6) 2008, the subject began therapy with dianeal pd intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was not reported. On (B)(6) 2009, the subject experienced and was hospitalized due to bacterial peritonitis manifested by cloudy peritoneal effluent. The peritonitis was without septicemia. That same day, empiric antibiotic treatment with ip vancomycin was started. On (B)(6) 2009, treatment with vancomycin ended and the subject was discharged from the hospital. The primary contributing factor to the event was failure to do exchange in a clean environment. Patient recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - breach in aseptic technique is confirmed because the home patient failed to do the exchange in a clean environment, which is a use error that can cause peritonitis. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.